Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 to october 24, 2014. The device was received and the evaluation was completed for the reported issue. A visual inspection was performed and revealed a solid white particle approximately 0.90mm long floating in the fluid inside the reservoir. Fourier transform infrared spectrophotometer scanning identified the particles to be polyester material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the balloon of a half day infusor. This was observed during routine inspection, after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.